Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had produced a 'device malfunction' error message during a normal follow-up. At the time of explant, the device would not communicate with a programmer.